Manufacturer narrative:
The referenced previous driveline repair was reported under medwatch MFR report# 2916596-2016-01919. Approximate age of device - 3 years, 5 months. The patient remains on lvad support with no further issues reported. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to clinic on (B)(6) 2016 with pump stoppage events. It was noted that a previous driveline repair had been performed on (B)(6) 2016. The patient was instructed to remain on batteries. On (B)(4) 2016, an ungrounded cable was shipped to the customer for patient use. The patient was asymptomatic. Additional information was requested, but was not provided.

Event description:
Additional information: additional information was received confirming that on (B)(6) 2016, a distal end repair was performed on the driveline. No further events have been reported since the repair.

Manufacturer narrative:
Additional information. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead (lead) was returned. Device evaluation: the evaluation of the submitted system controller log file confirmed the report of pump stoppages. The log file revealed that there were two transient low speed/pump stoppage events on (B)(6) 2016 at 06:25 and (B)(6) 2016 at 08:04, resulting in low speed advisory/hazard alarms. The pump stoppages occurred while the system was connected to the power module and appeared consistent with a potential wire compromise; however, the root cause could not be conclusively determined. Approximately 26 inches of the external portion/distal end of the lead was replaced on (B)(6) 2016 and returned for evaluation. The previous repair site was present on the proximal end of the lead segment, approximately 20-24 inches from the metal connector. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. The outer silicone sleeve and repair site showed no evidence of trauma. The layers of the repair site appeared unremarkable and the underlying wires were properly connected. The metal braided shield appeared unremarkable except for an area of shield breakdown on the proximal side of the repair site. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or evidence of significant insulation abrasion along the length of the returned portion of the lead. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through each wire¿s insulation, and no areas of compromised wire insulation were identified. The evaluation of the returned portion of the lead did not identify any issue that would have contributed to the low speed/pump stoppage events captured in the submitted system controller log file. X-ray images of the internal and external portions of the lead were submitted for review and appeared unremarkable. No areas of potential shield breakdown or concern such as twisting/kinking were identified. Potential wire compromise could not be determined based on the x-ray images. The pump remains in use supporting the patient and no further issues have been reported since the external portion/distal end of the lead was replaced. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.